Event description:
Dr experienced friction upon deployment. After a difficult deployment, the filter jumped 2 cm from intended placement and was implanted at the confluence of the renal veins. The filter remains implanted. No intervention required.